Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 40-80 mg/dl. Cause was not known. The customer either addressed the bg by consuming carbohydrates or the customer's wife provided grape juice, milk and an ice cream bar to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.